Manufacturer narrative:
The insulin pump operating currents were within specification. Unit had off no power alarm due to corroded battery tube. However, unit had multiple alarms on history file isolated to interface board. Unit received with cracked reservoir tube lip, minor scratched display window, and scratched reservoir tube window.

Event description:
It was reported by the customer's spouse that the customer had an off/no power alert on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer stated that they were using a duracell quantium battery. Customer did not receive a low battery alert prior to the off/no power alert. Customer stated that there were no unattended alarms and that this is the second occurrence of the off/no power alert without a low battery warning. Insulin pump will need to be replaced. Customer was advised to use energizer alkaline batteries. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.